Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer observed a bent in the cartridge pigtail, adjusted the pigtail and the occlusion alarms reoccurred during bolus delivery. The customer's blood glucose level was 201 mg/dl. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. No damage was noted to the cannula. Tandem technical support (cts) advised the customer to perform a cartridge change in order to address the issue. The customer declined to load a new cartridge with cts and declined a follow up call.